Event description:
The boston scientific zero tip basket broke off in pt's left ureter while manipulating and extracting the ureteral calculi. The dr used rigid graspers to retrieve the broken piece. No harm was done to the pt and the stone was successfully removed using another basket.